Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5089391 that a female patient had undergone a breast implantation procedure of unknown type with mentor memory gel silicone breast implants 600cc high profile and experienced auto-immune reaction. The patient experienced loss of hair, chronic fatigue, angiolipoma, bone pain, joint pain, breast pain, full-body rashes, breast implant illness symptoms, lumps found by obgyn, fibromyalgia, lipomatosis, migraine, spinal fusion, breast mastopexy, skin lesions. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.